Event description:
During the call a canadian customer received a control reading that was not automatically marked by the contour xt as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was asked to return the strips for investigation. New strips and control were sent to her.